Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Capsule. Was additional dissection required in other organs/tissues other than the target tissue? I do not understand the question and why it pertains. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. What is the lot number? It is hard to say what the lot# is because they did not save original packaging. They did save the insert that is sterile so I am shipping that back in case there is a way to check lot# based off the insert. Device return status. Please document the shipment tracking number. H3 evaluation: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one needle-suture piece, one detached needle and one suture piece that pertains to product code which is double armed with 2 needles, were returned for analysis. In order to evaluate the conditions of the samples the swage and attachment area were noted to be as expected. The sutures pieces were examined; two ends were noted to be cut probably caused by a surgical instrument, and the other extreme, a mark of correct insertion was noted however, the force used to detach the needle from the suture could not be determined. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. The functional test was performed in the needle-suture piece using instron equipment, and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroscopy on (B)(6) 2023 and double armed, barbed suture was used. During use, the needle popped off the suture on one end. After a two minute delay a new suture was used to complete the case with no patient consequences.